Event description:
It was reported that the customer received a low reservoir alarm, and an unresponsive keypad. The customer's blood glucose was 10 mmol/l. Advised the customer to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Findings: there was a button error alarm and no button response due to corroded keypad traces. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.